Event description:
On 29/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incisional hernia surgery and was implanted with strattice device lot# s10988-044 on (B)(6) 2010. Patient was implanted with 2nd strattice device with unknown lot number on (B)(6) 2013. On (B)(6) 2018, patient underwent removal of mesh due to injury (adhesions, infection, recurrence, wound vac). As per the ppf form, the patient claims: pain, recurrence, infection. The form lists the condition that was treated: hernia from 2009 - 2014. Hernia from 2018 - 2020. This record captured the 2nd strattice.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.